Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection, and the reportable malfunction was confirmed. A root cause could not be identified. Based on the results of the investigation, the most likely cause of the communication error b30 was due to fluid invasion in the connector. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported, the bronchofibervideoscope exhibited a b30 communication error code. Event took place during inspection for use. There was no patient involvement.